Manufacturer narrative:
The review of complaints revealed that the claimed malfunction is the first one. Due to this fact, it was decided to carry out simulation to recreate situation which actually appeared on the market. Testing at the manufacturer side will be conducted and the conclusions from this testing will be provided to the follow-up report.

Manufacturer narrative:
Section g3 was corrected to "company representative". During inspection of the citadel bed in the arjo service center, it was noticed that the bed exceeded the reverse trend angle- with the raised head section and lowered leg section of the bed. The sub-frame of the bed rested on the base frame at the bed foot end. During inspection, it was confirmed that this was caused by the mechanically damaged hi-low actuator, which was broken into pieces. The hi-low actuator is the component of the bed responsible for the high and low movement of entire bed. Additionally, the hose connections of the air therapy system were broken off. This was a consequence of damaged actuator and lowered sub-frame. The technician replaced the hi-low actuator and air therapy system and the bed was working in accordance with the manufacturer's specification. It needs to be emphasized that there was no customer allegation regarding any device problem. This malfunction was observed by arjo representative during device evaluation carried out in arjo service center. During simulation carried out by the engineers at the manufacturer site, the reported malfunction was re-created. It was confirmed that it can lead to the sudden bed movement to the position with the raised head section and lowered foot section of the bed at an angle of 16.3 degrees. The analysis carried out by the manufacturer side revealed that the actuator can be mechanically damaged if the bed's movement is interrupted by the obstacle, for example when the obstacle is placed under the bed. However due to unknown circumstances in which the malfunction occurred, the exact cause of the claimed malfunction could not be determined. The review of post-market surveillance data was conducted. There were no similar complaints registered in the past regarding defective actuator, which could lead to any hazardous situation. The results of the analysis were consulted with the clinical experts. It was confirmed that if the reported malfunction re-occurs during use with the patient, it would be unlikely to cause or contribute to a serious injury or death. It is worth noting that the bed works as a system together with the mattress. If the actuator becomes damaged and the bed moves to the reverse trendelenburg position, the patient is still lying securely on the mattress and the end section of the bed is secured by the footboard. To conclude, the claimed citadel bed was not up to the manufacturer's specification. This malfunction was observed during the quality check and the bed was not used with the patient at that time. Based on the above findings and negligible likelihood of the occurrence of an adverse event, this type of malfunction is not considered as the safety-related scenario and the complaint is no longer perceived as reportable.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
Following information reported to arjo on (B)(6) 2019, the damaged actuator (responsible for the high and low movement of the bed) caused the bed to lean down, with the head section of the bed raised and the leg section lowered. Additionally, the bed platform in the leg section leaned against the base frame. There was no indication regarding patient involvement. No injury or other medical consequences reported.